Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone 60 mg/ml;13.95 mg/day, clonidine 200 mc g/ml;46.38 mcg/day and baclofen 0.025mg/ml; unknown dose via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2016. It was reported the personal therapy manager (ptm) was indicating the patient was unexpectedly locked out from receiving a bolus. The ptm was not working consistently following a refill on thursday. The ptm was inconsistent and often showed 3, 4, 8 hours until the next bolus. The lockout interval was three hours, dose restriction interval was three hours and the maximum was 4/24. The patient activation dose was 0.649mg. The refill date did not update and the ptm still reflects the old refill date. The patient planned to follow up with the healthcare provider. The patient was in a lot of pain. The patient presented to the emergency room (B)(6) 2016 due to spasms in his lower spine into his legs, and pain. The patient had "contractions" that lifted his hips off the bed, and he had little flutters down his legs, he has no "rhythm". The new drug "baclofen" was not programmed in but was listed on the prescription copied on session report. The cause of the lockouts, incorrect refill date and pain/spasms was not determined. Additional information was received from (B)(4) on 2016-oct-06. It was reported that the patient was prescribed tizanidine 4 mg when he went to the ER. As of (B)(6) 2016, the physician indicated the baclofen was not programmed in because they did not program the pump initially as they did not use the pumps. It was indicated that as of (B)(6) 2016 the use of baclofen was ongoing and that the patient was continuing to have muscle spasms and the pain was ¿unchanged.¿ the patient was referred for pump replacement with no other treatment provided. It was noted that since the patient had transferred from another physician, the concentration and dosage of the dilaudid had been excessive and they were attempting to correct. The patient¿s concomitant medications included lisinopril, simvastatin, cymbalta (60 mg), sertraline hydrochloride (100 mg), prednisone (50 mg), oxybutynin, metoprolol (25 mg), methotrexate, and ativan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.